Event description:
Information was received from a health care professional regarding a patient who was receiving bupivacaine (concentration 750 mg/ml, dose 386.17 mg/day) and morphine (concentration 10 mg/ml, flex dose 5.149 mg/day) via an implantable pump for failed back surgery syndrome and non-malignant pain. A motor stall was seen at initial interrogation, the patient did not recently have a magnetic resonance imaging (MRI). The patient had an MRI on this report date at 3p, the MRI was for the head/brain and neck due to symptoms of nausea, vomiting, aching and yawning along with being in and out of consciousness but the motor stall occurred on (B)(6) 2016 at 1030 when patient was at home so electromagnetic interference (emi) was ruled out as the cause of the stall. A tube set message occurred on this report date at 1030 with no recovery it was noted that the patient heard a sound on wednesday that occurred every 10min but had not heard it since. The health care professional (hcp) had not heard the critical alarm while with the patient on this report date. The hcp confirmed the option to silence the audible alarms via the clinician programmer but decided not to because they were not hearing the audible alarm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver morphine (10 mg/ml at 0.063 mg/day) and bupivacaine (750 mcg/ml at 4.73 mcg/day). Analysis of the pump found gear train anomalies including stall due to shaft bearing and corrosion, wear or lubrication.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received from a health care professional via a company representative regarding the patient . The event date was (B)(6) 2016. A pump motor stall occurred. It was unknown as to what may have led or contributed to the issue, it was also unknown as to whether diagnostics/troubleshooting was performed. The patient was sent to the neurosurgeon for replacement. Surgical intervention did not occur and had not been scheduled but was planned at the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury¿

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-jan-03. The rep stated that the pump was scheduled to be replaced on (B)(6) 2017. Additional information was received from the rep on 2017-jan-05. The pump was replaced on (B)(6) 2017. The old pump was obtained for analysis and would be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.